Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was worn while swimming and lost power after the patient got out of the pool. The reporter stated that the battery was removed and a new battery inserted and the pump powered on. The reporter stated when the pump rebooted, there was visible moisture under the screen, and then the screen went blank. The battery was removed again after receiving a call service code. Troubleshooting with customer support confirmed there was no visible corrosion and no visible damage to the battery cap or battery compartment. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump had visible moisture in the display lens. The pump would not power on and the pump information could not be downloaded. Further testing of the pump was not possible due to the pump not powering on. The pump was noted to be cracked near the display lens and the case seal. A leak test was performed and resulted in leaking at the case seal. The pump cover was removed for further investigation and there was moisture present inside the pump. Call service alarm was not able to be investigated due to internal moisture damage.